Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a right side deflation and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: deflation and capsular contracture, baker grade IV.

Event description:
Additionally, healthcare professional reported and confirmed baker grade IV.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on the valve, wear abrasion and crease fold. Leak test and microscopic analysis was performed which identified: crack opening. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: b.5, d.10, h.3, h.6.

Event description:
Healthcare professional additionally reported ¿devices were overfilled to 300cc¿.